Manufacturer narrative:
The device involved in this incident was discarded by the reporting facility. No eval will be conducted. Review of the product-reporting database revealed no similar reports have been received for lot #04k065. A batch review has been requested. Should this review reveal any aberrances that are related to the reported condition, this info will be provided in a follow up report.

Event description:
Report received from intn'l affiliate states "in 2005, the end of infusion occurred 24 hrs before the planned time. The infusor was filled with 70ml of 5fu and 26ml of sodium chloride 0.9% (total volume 96ml). The access was a central site. No heat source was identified at the time of infusion. There was no medical consequence for the pt. The pt had previously received about ten infusion of this type without any similar problem."